Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be magnet tested. Interrogation of the ipg indicated that the magnet feature was programmed on, the battery status was 'good' and that it paced at the programmed rate. An invasive procedure was performed to explant the ipg.